Manufacturer narrative:
Concomitant medical products: etlw1616c124e stent graft implanted (B)(6) 2014; etbf2816c166e stent graft implanted (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. An x-ray revealed the lead tip appeared to be in the right ventricle. The lead remains in use. No patient complications have been reported as a result of this event.